Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that they can't get the programmer to work. Patient stated when they push something it will show like it is working, but they cannot get it to increase or decrease. Patient stated they put new batteries in programmer. Patient reported getting the poor communication screen. Patient confirmed using antenna cord with programmer. Reviewed how to power off/on programmer and try to connect with patient's implant. Patient initially reported getting poor communication on the call when trying to connect. Patient powered off/back on programmer again then successfully connected. Patient reported getting implant battery low screen. Agent reviewed implant low battery overview. Patient navigated past low battery screen and was able to successfully connect with their implant and reported therapy was off. Patient denied turning therapy off and stated they do not know how therapy got turned off. Patient stated they had it set and it had been a couple days and they could tell they needed to increase it and it would not. Patient reported this happened maybe a month or so ago and stated at that time they were told everything looked "strong". Patient stated this has happened a few times and they only had to call once for help and the other times they could get it going. Patient clarified they have been having a return of symptoms this time that started a few days ago that caused them to want to check their implant/adjust therapy settings today and that is when patient noticed therapy was off. Reviewed general use of programmer. Patient successfully turned therapy on during the call and confirmed stimulation was comfortable. The patient was redirected to their healthcare provider to further address the issue. When asked for patient's managing healthcare provider, patient stated they don't know if their doctor is still there but stated they contacted the "lady" who monitors the device and stated they can coordinate to be seen by them in the office. Patient will follow up with their healthcare provider.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.